Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator was evaluated, replaced and calibrated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited collimator errors and failed to boot to a usable state. No pt death or serious injury was reported related to this event.